Manufacturer narrative:
As reported, the optifix at tacks did not fixate into the mesh during deployment. The sample was not returned for evaluation. Based on the information provided and not having the sample returned, no conclusion can be made. There was no patient injury reported. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use states, "the optifix¿ at absorbable fixation system with articulating technology should always be used in the fully straight position (position 1) or fully articulated position (position 2). Do not apply counterpressure or deploy fasteners when the device is in between positions 1 and 2. The optifix¿ at absorbable fixation system with articulating technology should always be used when the handle rotation is locked at the 90°, 180°, 270° or 360° position. For the optifix¿ at absorbable fixation system with articulating technology, care should be taken not to pull the distal tip of the device too far into the trocar when the device is articulated as this can damage the distal tip. Place the tip of the optifix¿ at absorbable fixation system with articulating technology at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure to ensure fastener is fully deployed. Different types of mesh may require different amounts of counterpressure. Adjust counterpressure for straight and articulated mode appropriately axial to the articulating tip. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head and stem of the fastener. Place another fastener in the same vicinity. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Should additional information be provided, a supplemental emdr will be submitted.

Event description:
As reported, during robotic/laparoscopic inguinal hernia repair procedure, an optifix at, 30 count was used to fixate a 3dmax mid mesh on (B)(6) 2020. The trigger was pulled, but the tacks fired with little force. A few pierced the mesh and sat somewhat straight, others did not even pierce the mesh and had to be retrieved for removal in the articulated and straight with handle in upright position. All tacks that did not seat properly were removed. It failed with the handle upright at 50% rotated and also straight up. The procedure was completed by using a non-bard/davol secure strap device. No reported patient injury.